Event description:
Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The instrument was returned for investigation, and it has been confirmed that the shaft is fractured just above the welding seams. Upon close inspection of the shaft near the fracture line, several nicks are visible on the surface of the material. It can be assumed that these nicks may have weakened the material in that area, potentially contributing to the fracture. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed. The instrument is used with high impaction forces, and it is on the market since 2016. It can be assumed that the reported event is due to wear and tear due to repeated and prolonged usage on the field. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2. Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that in one surgical procedure an impactor broke during impaction. No parts fell into the patient. Diligence is complete and additional information on the reported event is unavailable at this time.